Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported a detached/missing sensor wire that occurred (B)(6) 2023 when the sensor was removed from her abdomen. The patient suspected the sensor wire remained in her skin because she felt a bump and something protruding from the sensor puncture site, but she was unable to remove it. The area was tender, swollen, ¿purple¿ and bruised. She called emergency medical services who transported her to the emergency department for evaluation. An x-ray of the area was performed but was negative for a retained wire. She was released four hours later. The area developed into a ¿boil¿ and she experienced pus, and drainage from the wound which she described as a ¿hole¿ after the ¿top of the boil¿ fell off. She went to her healthcare provider (hcp) on (B)(6) 2023 who diagnosed an infection as she had started vomiting and he prescribed an oral antibiotic (clindamycin 300 mg three times a day for seven days). On (B)(6) 2023, the patient returned to her hcp who diagnosed her with methicillin-resistant staphylococcus aureus (mrsa) and prescribed a second course of clindamycin. Per a follow up phone conversation with the patient on (B)(6) 2023, the patient had completed the oral antibiotics, the wound was healing, and the mrsa had resolved. The patient reported the event occurred nine days after the sensor had been inserted into the abdomen. The sensor was removed (B)(6) 2023, she went to the emergency department on (B)(6) 2023, and was seen by her hcp on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. She had self-treated the wound with peroxide, neosporin, and bandages. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction b5: describe event or problem - correction/additional information g3: date received by mfg - correction g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h6 codes: health effect - impact code - additional information h6 codes: health effect - clinical code - additional information h10: corrected data.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed redness and an infection at the sensor puncture site and under the sensor patch area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a physician who prescribed antibiotic medications (neosporin topical ointment and clindamycin 300 mg , one capsule three times per day for seven days) for the infection. At the time of the report, the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.